Event description:
Instrument returned for repair. "Not working properly". Evaluation determined instrument was making straight shots. Recd 12/7/04.

Manufacturer narrative:
Complaint confirmed for straight shots. This was due to a combination of normal wear on a reusable device and exposure to harsh detergents when washed by user.